Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016 and found that the needle bellows was full and the waste chamber was also full. He observed that pinch valve vl53b had broken and that vacuum was not being provided to the needle and the probe rinse cup to drain the waste. The fse replaced pinch valve vl53b and replaced all of the tubing through the pinch valve which resolved the leak. The instrument ran without leaks or errors and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 10 ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer was performing shutdown when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, goggles, and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.